Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated bilirubin results while using the clinical chemistry total bilirubin assay. The customer provided data for 96 patients from (B)(6) 2018 to (B)(6) 2019. The customer indicated the specimens were retested using the (B)(6) method and the results were lower (customer's reference range is 0.2-1.5 mg/dl, (B)(6)'s reference range is 0-1.2 mg/dl). Examples of data provided: sid (B)(6): original result 1.9, rerun 1.7, rerun 0.7, (B)(6) result 0.4, sid (B)(6): original result 1.9, rerun 1.7, (B)(6) result 1.1, sid (B)(6): original result 1.8, rerun 1.7, (B)(6) result 1.1, sid (B)(6): original result 2.2, rerun 2.1, rerun 2.0, (B)(6) result 1.2, sid (B)(6): original result 2.1, rerun 1.9, rerurn 1.8, (B)(6) result 1.0. There has been no impact to patient management reported.

Manufacturer narrative:
05/02/2019: after further evaluation, the suspect medical device in question was changed from the clinical chemistry bilirubin assay, list number 06l45, to the architect c4000 analyzer, list number 02p24. Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The customer performed the module quarterly maintenance as instructed and the issue was resolved. A specific cause for the discrepant results was not identified; therefore, the c4000 analyzer was considered the suspect medical device. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.